Manufacturer narrative:
Patient code (h6) was corrected as the correct code was inadvertently left off the initial report.

Event description:
It was reported that review of the electrogram (egm) showed left ventricular (lv) pacing inhibition. Boston scientific technical services (ts) was consulted to discuss potential causes. Ts noted that there were three beats of attempted bi-ventricular(biv) trigger where the first and third inhibited the lv pace. On the second beat both paces were given. The patient went into ventricular tachycardia (vt) and the lv inhibitions were in the presence of left sided premature ventricular contractions. Ts discussed that sometimes the biv pace can put the patient into vt. Ts advised that the clinic could chose to monitor the patient and perform no actions of if there was concern the rv pace induced the vt they should turn off biv trigger and monitor. The field representative was not given a patient's name and upon follow up only found out that the biv trigger was turned off as a precautionary measure as they were unable to determine if it did induce the vt. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrogram (egm) showed left ventricular (lv) pacing inhibition. Boston scientific technical services (ts) was consulted to discuss potential causes. Ts noted that there were three beats of attempted bi-ventricular(biv) trigger where the first and third inhibited the lv pace. On the second beat both paces were given. The patient went into ventricular tachycardia (vt) and the lv inhibitions were in the presence of left sided premature ventricular contractions. Ts discussed that sometimes the biv pace can put the patient into vt. Ts advised that the clinic could chose to monitor the patient and perform no actions of if there was concern the rv pace induced the vt they should turn off biv trigger and monitor. The field representative was not given a patient's name and upon follow up only found out that the biv trigger was turned off as a precautionary measure as they were unable to determine if it did induce the vt. The device remains in service and no additional adverse patient effects were reported.